Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an universal glenoid / eclipse prosthesis surgery the distal screw on the universal glenoid broke off close to the head after it was inserted around 25 mm. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the screw had broken off. The overall length was measured and found to be 12 mm. Approximately 24 mm were broken off and were not returned for evaluation. The cause of this remains undetermined.